Event description:
During the implant procedure of the subject ICD, the user failed to initiate vf induction. Clicking on the "vf induction" (t-wave shock) button in the eps screen did not result in an induction. The egm started and showed biv-pacing, but neither the sequence of pacing pulses nor the t-wave shock started. After several attempts, the number of pulses was reprogrammed and the induction started (no communication error message was displayed). Some inductions were then launched, but did not lead to vf. Therefore several attempts were needed. The shock therapy was delivered but the pt did not convert at 32j. The procedure was repeated but the same problems persisted. Routine follow-up performed immediately after implant and the day after with the same programmer and another programmer showed normal results and good measurements.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.